Event description:
It was reported that at the implant procedure, the physician experienced insertion difficulty with this lead. It was noted that the lead was bent. However, the physician elected to implant the lead to resolve the event. No adverse patient effects were reported.